Event description:
Received a letter from the patient indicating that she had to go to physical therapy because one side of her neck was shorter than the other. She said that she tilted her head to the left as when her head was straight she felt the "pressure" (interpreted as stimulation) every three minutes. When she was unaware, her head tilted to the left, so she was in therapy to correct this. The neurologist indicated that they had not been the one to refer her to this physical therapist for this problem. No further relevant information has been received to date. No further relevant intervention has occurred to date.